Event description:
It was reported that a guardian described rollercoaster blood glucose when using the ilet with a dexcom g7, including instances where a meal was announced during hyperglycemia and insulin stacked, followed by hypoglycemia; education on meal announcements and consideration of a factory reset were provided. Symptoms included feeling aggravated during hyperglycemia and hunger with slurred speech during hypoglycemia. Outcomes included transient clinically significant low and high glucose values without medical intervention, hospitalization, or use of backup insulin therapy; hypoglycemia was treated with oral carbohydrates. Investigation included review of device use and logs and user education on appropriate meal announcements. Investigation of this case revealed user-related insulin stacking associated with announcing meals while already elevated, consistent with use error rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction/use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.